Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that a recharge antenna failure; they received the "no device found" message. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues charging their implant. Patient said where his implant was located the rtm paddle had to be bent to make a connection, patient said where rtm paddle connects to cord was loose and rtm paddle had started getting hot. Patient also noted that the controller battery would deplete much quicker than it used to and wouldn't last a full implant charging session and would say "battery empty, replace controller battery". During call patient took battery pack out of controller and contacts inside controller looked fine. Controller screen came on when plugged into ac power supply. There was no damage to battery pack contacts and controller started charging when battery was put back into controller. Controller was at 100% charged and connected with implant fine. The issue was not resolved through troubleshooting. No patient symptoms reported.